Event description:
During a routine shift check by a clinician, the device displayed a dotted baseline when electrodes are attached. Complainant indicated that there was no pt involvement in the reported malfunction.